Manufacturer narrative:
The device was discarded by the hospital. The product was not returned and the root cause could not be determined for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported by the sales rep that the md has had a development of aortic insufficiency during robotic mitral repair cases using the icf100, intraclude aortic occlusion device. The case caused "traumatic" damage to the non-coronary leaflet of the aortic valve (av) that he was able to detect and replace the av after the robotic mitral valve repair (rmvr) was concluded. This case occurred within the last few weeks. The md feels that the pre shaped curve of the device may have contributed to damaging the aortic valve. No further information is known about the patient or event. The device was not retained for evaluation. Retrograde cardioplegia wasn't used in and some level of aortic insufficiency was noticed during routine intra-op tee screening.